Manufacturer narrative:
D3: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a bent needle tip. One customer provided image was inspected and was found that there was a bent needle tip. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Event description:
It was reported that metal residue was discovered in patient after using a device. It was also stated that the metal was soft and caused fish hook problems as shown in the photo, when inserted into the port-a-cath port. The consequence of the soft needles was that one patient ended up with a wound at the insertion site, which would not heal after discontinuing. Upon closer inspection of the wound, a piece of metal was found and removed, which was believed to be the tip of the needle. There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.